Event description:
The lay user / patient contacted lifescan (lfs) spain on (B)(6) 2011 alleging inaccurate high readings on her one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is classified based on the initial information on (B)(6) 2011. The patient mentioned on an unspecified date and time she developed symptoms of "hypo" and tested on her meter and obtained a 385 mg/dl. She then retested and obtained a 101 mg/dl. Since she did not trust her meter reading she retested 10 minutes later on a spare meter and obtained a 57 mg/dl and 60 mg/dl, which were consistent with her symptoms. She did not self-treat or seek any medical attention. A quality control test was not done since the patient did not have any control solution. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Products were replaced. The complaint is being reported since the patient's symptoms did not correlate with her meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.